Event description:
The pump was programmed at an unspecified time in 2003 to deliver morphine 5mg/ml in the pca + continuous mode with a continuous rate of 1mg/hr, a pca dose of 1mg, a patient lockout of 6 minutes, and no 4-hour limit. One day later, at approximately 3:00am, the patient was found unresponsive and snoring heavily with an oxygen saturation in the low 60% on room air. The pca pump was stopped and the patient was treated with an unspecified amount of oxygen. Their oxygen saturation increased to 71%. They continued to be difficult to arouse and were then successfully treated with 0.4mg of narcan. The patient's oxygen saturation increased to the low 90%'s and they became responsive. Approximately 25 minutes later, the pca therapy was resumed using the same pump programmed in the pca only mode with the same settings, but the continuous rate was discontinued. At an unspecified time, the pca pump was removed from clinical service and therapy was resumed using a replacement pump. The customer reported that the amount expected to have been used from the syringe corresponded to the actual amount of morphine used. The customer indicated that they did not suspect a device issue and suspected that "the patient had a bad reaciton to the basal rate infusion." There was no reported adverse patient sequelae. Though requested, no additional information was available.